Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6).

Event description:
It was reported that the broncho videoscope's video image no longer displayed. The issue occurred during service or maintenance there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, device evaluation found image distortion and an error e216 scope communication error due to malfunction of the imaging unit. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to some kind of physical stress. Physical stress was applied to the insertion part, causing the imaging part to break and the event occurred. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new additional information received from the customer.